Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the air/water cylinder had foreign objects. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps stand is burnt. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.